Event description:
Customer reported that she had high blood glucose of 368 mg/dl. Customer stated that her insulin pump is not working correctly it keeps alarming motor error. Customer stated that she wore the insulin pump during an MRI. Customer stated that the drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the displacement, rewind and basic occlusion tests. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our analysis. A damaged lcd window, broken reservoir tube lip and broken belt clip slot noted.